Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Results: a sample or photo was not available for evaluation; therefore, the investigation was limited. Conclusion: bd was unable to confirm the customer¿s indicated failure mode because no samples or photos were received to confirm the stated defect.

Event description:
It was reported the package of a bd insyte¿ autoguard¿ was received open before use. No medical interventions.

Manufacturer narrative:
Additional information: a photo was received for evaluation. The device history record was reviewed. Investigation summary: picture samples were received for evaluation by our quality engineer team. Upon examination, tears were observed on the top of four packages. Although the reported defect was observed in the picture samples, a definite root cause could not be determined for this incident. No evidence was observed to support manufacturing related issues for this defect. Device/batch history record review findings: as this complaint was an MDR, DHR review was performed on the lot number 7263928. The lot number was built on afa line 10 from september 26, 2017 thru september 27, 2017 and packaged on packaging line 10. The review of the DHR revealed that all required challenges samples and testing was performed per specification in accordance with the in-process sampling plans. Per review it was noted that there were no reject activity findings throughout the build of this lot that would impact upon the quality of the product. No significant discoveries were found. Observations and testing: although observations and testing could not be performed because a sample was not received for investigation, there were two photos submitted that were reviewed. Photo 1 displayed the top web (label) with the bd logo, ref no., description, drawing, etc. And revealed tears in the top web on the four packages. Photo 2 displayed the lot number and expiration date. The defect packaged damaged, as stated as the reported code was determined to be confirmed based on the review of the photos that were submitted. The source of the damage could not be determined based on evaluation of the customer supplied photos. There was no physical evidence to conclude that the reported defect was related to the manufacturing process. No formal corrective action will be initiated at this time. Customer complaints trends are evaluated on a quarterly basis. If the trend of a specific type of complaint warrants a formal corrective action, resources will be assigned at that time.